Event description:
User reports approximately 150 pt samples with discrepant uric acid results. Only two patient examples provided as follows. Some samples used for repeat testing using another analyzer-same methodology. Pt 1, initial result gave 1.7 mg/dl; repeat gave 5.7 mg/dl. Pt 2, initial result gave 1.3 mg/dl; repeat gave 5.3 mg/dl. Erroneous results were not reported. The field service rep determined the cause to be a bent probe and a clogged waste valve. The field service rep replaced the probe and cleaned the waste valve performance tests were performed which were within specifications.